Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), : product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the patient had not fixed the connector pin issue. It was further reported that the patient called in to address their bent connector pin. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, lot# serial# unknown, product type; recharger. (B)(4).) A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for post herpetic neuralgia. It was reported that the patient's desktop charger connector pin was broken and that they were unable to recharge their recharger which was dead. The patient stated that they were in pain and that they recently had the device turned off for a year due to it causing leg pain. The patient's ins was in over-charge until the rep jumpstarted it but the insr has since died and the patient cannot recharge it. It was noted that the patient had an appointment scheduled with their rep in (B)(6). Follow-up was conducted with the patient. No further complications were reported.

Manufacturer narrative:
Analysis of the recharger (B)(4) found evidence of broken connector pins. Fdc code applies to the recharger. Fdc code applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.